Event description:
Customer reported visiting the emergency room (ER) due to a diabetes-related issue while using the pump and related supplies for insulin therapy. The highest blood glucose level recorded was 30 mmol/l, and high ketones were present; however, ketone levels were not deemed life-threatening by healthcare professionals. Pump functioned as intended, with no observable issues in the cartridge, infusion set, or insulin. To resolve the blood glucose issue, customer bolused via the pump and ER treated customer with IV fluids of saline and insulin, effectively resolving the problem. Customer did not sustain any permanent damage and was discharged from the ER the same day.